Event description:
It was reported that the user submitted a survey stating they did not press start on the ilet device, and hyperglycemia of unclear cause was reported. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or life-threatening injury. Investigation included a review of the user report and survey materials to assess device use and potential user interaction issues. Investigation of this case revealed insufficient information to identify a device malfunction, and the report suggests possible use error related to failure to initiate therapy, with no device component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to lack of corroborating evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.